Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 543 mg/dl. Prior to arriving at the ER, a correction bolus was delivered to address bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the ER 14 hours later, with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.